Event description:
It was reported that the patient had not felt a stimulation sensation since being implanted but had noticed some positive therapeutic effects for urinary urgency. The patient increased stimulation to 3.9v, which was their upper limit, on (B)(6) and ¿felt something where the implant was done". It was noted that the patient was having to get up to use the bathroom less and felt like therapy was working for them. The patient went from going to the bathroom 3-4 times a night to only once at 5:00 in the morning. It was noted that the patient had an appointment with their hcp scheduled for (B)(6).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va050vg, implanted: 2013 (B)(6); product type lead. (B)(4).